Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, upon firing both reloads stopped in the middle and it took to much force to forward. The surgeon used a new reload to complete the case. There was no patient injury.